Manufacturer narrative:
Software version unknown. Retainer ring missing. Customer returned device for an alleged cosmetic damage located at the back, blank display, critical pump error (open book image) alarm and exposure to moisture found on (B)(6), 2021. Device was received with a missing reservoir tube o-ring, a broken reservoir tube lip, a missing retainer, a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Device was also received with a blank display. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test or verify critical pump error (open book image) alarm due to blank display. Unable to download firmware using crest due to blank display. Unable to download history files and traces using thus due to blank display. Unable to generate power management graph due to blank display. Device was cut open to perform visual inspection and found j7 power connector becoming loose from electrical board 1 due to corroded electrical board 1. Corrosion was also found on the battery tube, electrical board 2, force sensor, motor and vibrator assembly noted. Electrical board 2 was cleaned using isopropyl alcohol and swapped out with a working test electrical board 1, case, internal battery and motor. Using the battery simulator, the device was still unable to power up. Blank display was confirmed due to j7 power connector becoming loose from electrical board 1 due to corroded electrical board 1. Unable to lock a test p-cap into the reservoir compartment due to a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip. The following were also noted during visual inspection: a missing display window or cover, a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Cosmetic damage was confirmed at the back of the device. A missing retainer, missing reservoir tube o-ring and broken reservoir tube lip were confirmed. Unable to verify critical pump error (open book image) alarm and download firmware, history files and traces using thus due to blank display. Blank display was confirmed due to j7 power connector becoming loose from electrical board 1 due to corroded electrical board 1. During visual inspection, corrosion was also found on the battery tube, electrical board 2, force sensor, motor and vibrator assembly noted. Device exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error with open book image. Customer stated that the insulin pump had blank display. Customer stated that the insulin pump got wet and cracked. No harm requiring medical intervention was reported. The insulin pump will not be returned for the analysis.